Manufacturer narrative:
Recall number: 1627487-12192011-003-r, 1627487-0542011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06147. It was reported the pt experiences a heating/burning sensation at the ipg site while charging. A new low energy charger was sent to the pt to address the issue. F/u indicates the new charger has resolved the issue and the pt is no longer experiencing any heating.